Manufacturer narrative:
Results of investigation: vyaire medical's field service team was able to resolve the issue by replacing the main board. The main board was tested and calibrated. The vela ventilator is ready for use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low positive inspiratory pressure (pip), low exhalation volume (ve) and circuit disconnect on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.